Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Upon device check, intermittent right ventricular lead p-wave oversensing was noted. Lead imaging revealed lead dislodgement; the pulled back lead caused intermittent atrial activity to be sensed. During a lead reposition procedure, difficulty re-extending the helix was noted. The lead was explanted and lodged tissue was observed in the helix. A replacement lead was implanted. The patient was stable throughout.